Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received that when the respiratory therapist checked the vent, they noticed a 300cc difference between the inspiratory and expiratory volumes. The respiratory therapy had completed suctioning the patient and locked the catheter. The respiratory therapist continued to hear the suction sound from the catheter even with it in the locked position. There were no ventilator alarms and no saturation warnings noted. The device was exchanged for a new device. There was no reported injury to the patient. Additional information received on 12/17/2015 stated the initial device was placed in use by the night shift staff, which was the previous shift and the packaging was discarded in the trash. The issue occurred during the day shift.